Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported receiving the replacement and has been getting erratic blood glucose levels. The customer had no symptoms. The customer treated for the high blood glucose level by giving additional insulin. The customer¿s current blood glucose level was 160 mg/dl. The customer did troubleshoot the issue. The customer was advised to do a complete set change infusion and reservoir. The insulin pump will not be returned for analysis.